Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced the low blood glucose level. The blood glucose level of the customer was 33 mg/dl at the time of the incident and the current blood glucose of the customer was 207 mg/dl. The low blood glucose level of the customer was treated with intravenous solutions. However the customer was not hospitalized but they had a medical emergency service to treat the low blood glucose level. The customer was assisted with the troubleshooting for low blood glucose level and for over delivery of the insulin. The insulin pump will not be returned for the analysis.